Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is rec'd, a f/u will be sent. The input/output printed circuit board assembly and force sensor pusher were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "downstream occlusion" alarm was identified in the event history log. Any pt injury or medical intervention is unk since these items were found during eval of the device. No add'l info is available.